Event description:
As reported by the user, a pt of unk age and gender presented with a 4f single lumen morpheus peripherally inserted central catheter which had been implanted previously (exact implantation date not known). The treating nurse noted that the PICC was leaking approximately 3 cm from the suture wing on the catheter shaft; between the suture wing and the insertion site. The device was replaced with another PICC without further complications. There was no report of pt harm or injury due to this product problem. It was reported that the device was disposed of by the user and unable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Although the reported defective device is not available for return, an investigation into the root cause of the incident is in process. The results of which will be submitted via a follow-up medwatch. (B)(4).